Event description:
The customer reported the system is not responding. Customer also reported a blank left monitor during fluoro. Customer re-booted the system to complete the procedure with no injury to the patient.

Manufacturer narrative:
The ge service rep could not duplicate problem. He inspected interconnect cable, receptacle and high voltage cable. He re-greased anode and cathode leads to x-ray tube. The rep checked the power supply voltages, verified battery pack voltage in film mode, tested fluoro / hlf, verified kv tracking and image resolution. System operating as intended.